Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two different pt samples that were generated by the access 2 instrument. The accu tni results were: 4.57 ng/ml from pt a and 9.06ng/ml from pt b. It is unknown if the accu tni results were reported out of the lab. The pt a and pt b original samples were re-tested for accu tni. The repeated accu tni results were: 06.06/0.05ng/ml for pt a and 0.00ng/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.